Event description:
It was reported that this right ventricular (rv) lead triggered a lead safety switch (lss) due to high out-of-range pace impedance measurements greater than 3,000 ohms. Rv impedance trends showed stable measurements in the mid-400 ohms range with a few measurements in the 700-800 ohms range. Additionally, there were several stored episodes going back to (B)(6) 2025 containing noise. Technical services (ts) discussed that the reported lead behavior was consistent with lead fracture. This lead remains in service. No adverse patient effects or interventions were reported at this time.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.